Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent hospitalization and a cardiac catheterization due to myocardial infarction. Mild myocardial infarction, nausea and vomiting, per a patient report, records are limited. 3 nights hospitalization, fluids and electrolytes, elective cardiac catheterization. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00625006535 lot number:64190171 brand name: bone screw. Catalog number: 00625006525 lot number:64124990 brand name: bone screw. Catalog number: 00877502802 lot number: 2960402 brand name: biolox delta ceramic head. Catalog number: 010000661 lot number:3442540 brand name: g7 acetabular shell. Catalog number: 110024461 lot number:599730 brand name: g7 dual mobility. Catalog number: xl-200144 lot number: 332220 brand name: act artic hd arcom. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00380, 0002648920-2019-00381. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent hospitalization and a cardiac catheterization due to myocardial infarction approximately 44 days post implantation. Additional information on the reported event is unavailable at this time.